Manufacturer narrative:
Updated e1 - initial reporter. Corrected section: d3 - occupation from "other healthcare professional" to "non-other healthcare professional"; h-6 - medical device ¿ problem code removed "1408". Initial report name exceeds character limitation: (B)(6).

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro vh-3500 cradle sticks out past viewing of camera and interferes with view. New device used to complete case. Delayed by opening new kit. No patient injury.

Event description:
N/a.

Manufacturer narrative:
Trackwise#: (B)(4). The device was returned to the factory for evaluation on 06/18/2024. An investigation was conducted on 06/25/2024. A visual inspection was conducted. Signs of clinical use and evidence of blood and charred material were observed. The c-ring, heater wire, and gray silicone insulation of the jaws were observed to be intact with no visual defects. The scope was inserted into the cannula port and the c-ring was extended. The c-ring was fully extended and the distance from the endoscope lens to the distal edge of the c-ring was measured to be 1.71in., which is in within specification per mcv00049706 rev. B. In addition, an image quality inspection was performed with an endoscopic video imaging system. A clear image was unable to be obtained. The c-ring and jaws were visible through the endoscope as normal. Based on the returned condition of the device and investigation results, the reported failure "mechanical issue" was not confirmed. The lot # 3000364082 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.

Manufacturer narrative:
Tw ID#(B)(4). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received. E1 initial reported due to character limitations (B)(6).

Event description:
The hospital reported that vasoview hemopro vh-3500 cradle sticks out past viewing of camera and interferes with view. Complaint created due to FDA medwatch received on may 24, 2024: medwatch report: 4400150000-2024-8032